Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing and sterilization records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient had an adjustable shunt on her right side that was taken out due to infection. According to the report, a new shunt was implanted in the left side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.